Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair surgery using fast-fix 360 curved, after t1 was implanted, t2 was deployed simultaneously. Surgery was resumed with a back-up device, it is unknown if this problem caused or not a surgical delay. No patient complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the suture and both anchors were returned detached from the device. The depth limiter button was not in the default position. The needle overmold assembly was no longer curved. The actuator tip was in the t1 position. A functional evaluation was performed on the returned device and found the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an unintended second actuation of the device or an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery using fast-fix 360 curved, after t1 was implanted, t2 was deployed simultaneously. All t implants were removed from the patient using tweezers. Surgery was resumed with a back-up device, it is unknown if this problem caused or not a surgical delay. No patient complications were reported.